Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and insulin pump difficulties. The customer's blood glucose was unknown. The customer experienced high ketone levels as well. The customer stated that he had received a no delivery alarm prior to the hospitalization. It was stated that further information regarding the hospitalization would be documented later when calling back. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-41058.